Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert for an unknown issue. No changes have been made and the crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert for an unknown issue. No changes have been made and the crt-d remains in service. No adverse patient effects were reported. The cause of the red alert was not provided from the field. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.